Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.

Manufacturer narrative:
Follow-up #1: date of submission: 01/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2016 with the following findings: black box dates from (B)(6) 2015 -(B)(6) 2016. Bb data from date of complaint has been overwritten. Unable to confirm or duplicate complaint during investigation. Current bb shows no evidence of short battery life. The pump powers with returned battery cap to a dim discolored display. The battery cap able to fully tighten. Battery compartment cracks observed, thread area to case seal and below grip pad. Evidence of moisture contamination inside battery compartment. Pump case cracked in lower rh corner of display area. Current draws are within specifications. A "battery life" issue was not duplicated during investigation. A leak test shows leak at battery compartment crack. Removed pump case. No evidence of additional moisture inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.